Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# va1hflf, implanted: (B)(6) 2017, product type: lead; product ID: 3389-40, lot# va1ggjq, implanted: (B)(6) 2017, product type: lead; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) indicated the cause of the high impedances was not determined.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). Product ID: 3389-40, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). Product ID: neu_unknown_ext, serial# unknown, product type: extension, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins). There was high impedance on left lead electrodes 2 and 3 at 2285 and 2861 ohms, respectively. There was also high impedance on right lead electrodes 8 and 11 at 2278 and 2471 ohms, respectively. These electrodes were not used for therapy. Diagnostics included device interrogation of device data. The etiology was indicated to be related to device/therapy and not related to implant procedure. It was noted the leads were implanted in the ventral intermediate (vim) nucleus. No interventions were taken, and the event was unresolved with no further action planned. No patient symptoms were reported. No further complications were reported/anticipated.